Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black image occurred due to expected or random component failure without any design or manufacturing issue which is due to electrical problem, events associated with an electrically powered device where an electrical malfunction results in a device problem even if the problem is intermittent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited black image and white foreign material in the air/water channel and auxiliary water channel. There was no patient involvement.